Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed because the patient presented infection. The surgeon opened the hip joint to remove the head via a punch. Then, the stem was removed via removal gear and some of the stryker cement mantle was removed. After, the surgeon implanted the high offset cpcs stem (size 4) and was cemented in via surgical technique. Finally a cobalt chrome head was impacted and implanted (22 mm plus) . Finally the surgeon reviewed movement and stability and was satisfied.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, no relevant supporting clinical information has been provided to assist with this clinical investigation. The patient's current condition is unknown and the patient impact beyond the reported revision could not be determined. A thorough clinical assessment cannot be performed at this time based on the limited information provided. Should any additional clinical information be provided this complaint will be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.